Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification during the load after filling with insulin. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical services, the customer was able to successfully load a cartridge.